Manufacturer narrative:
(B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4)

Event description:
It was reported that the pack was noted to have black debris on the sponge. Verbatim: describe the event or problem: bd e-z scrub 160 surgical scrub brush/sponge with nail cleaner pack was opened and noted to have black debris on the sponge.

Event description:
It was reported that the pack was noted to have black debris on the sponge. Verbatim: describe the event or problem: bd e-z scrub 160 surgical scrub brush/sponge with nail cleaner pack was opened and noted to have black debris on the sponge.

Manufacturer narrative:
Sample or photo not submitted for review. Batch record review shows that all attributed data passed quality checks throughout the production of the lot, and no deviations or discrepancies were noted that would contribute or cause this issue. Review of risk management document shows that severity rating is minor for this defect. This is the first compliant reported for this lot. Similar complaint (B)(4) identified the foreign matter to likely be part of the foam sponge that was burnt and not a foreign object to the sponge. Due to low complaint history for this lot, data from in-process quality checks during production, and quality control laboratory data, no further action is recommended at this time. Complaints will continue to be trended and evaluated for further action, if needed. No further actions required.